Event description:
New information received states that the patient continued to experience ineffective stimulation and lead migration issue was confirmed wherein the lead migrated to t6-t7 position from the original position of t8. The lead was repositioned on (B)(6) 2021 and lead remains implanted. Effective coverage was obtained post procedure. Patient was stable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation. Upon x-ray, lead migration issue was confirmed. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.